Event description:
It was reported that a spectrum pump had an under infusion that possibly related to the lack of appropriate upstream occlusion alarms during iron sucrose therapy. The pump was set at 100mls/hr. At 2145 infusion should have been complete but the bag had approximately 50-100mls remaining. The event occurred at ambulatory care department. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected additional information b5, d10: the infusion of iron sucrose 300mg/265mls to infuse over 3 hours. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an under infusion was reproduced. The customer reported that 50-100 ml of a 300 ml infusion remained, which results in an error of approximately -17% to -33%. The device was tested for flow accuracy and resulted in an error percentage of -10.79%, which is less of a discrepancy than reported by the customer. The evaluator also found the pump unable to detect an upstream occlusion during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed multiple 'downstream occlusion!' Alarms throughout the infusion and increased the volume to be infuse (vtbi) to 200 ml when approximately 14 ml of the initial program remained. The condition of the IV fluid, IV set, pump and IV setup, etc. Cannot be determined through the history log. The reported conditions were verified. The pumping mechanism requires replacement to address the under infusion issue. The ultrasonic sensor requires replacement to address the failure to detect upstream occlusions. Should additional relevant information become available, a supplemental report will be submitted.